Event description:
Reporter stated that 1 cna was giving the client a shower when a plastic from the chair cracked and chair fell apart. Client's foot got caught on the chair wheel and he incurred a fracture to his toe. The cna complains of back pain.